Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the six-week post-implant follow-up was ok, but then the patient's heart rate dropped into the 40s. The patient further reported that a company representative stated "something was wrong, it was taking too much current," and that the lead was in the coronary sinus vein. The rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.